Event description:
During transseptal puncture in an pfa farapulse atrial fibrillation ablation, atrioventricular (av) block occurred. During the procedure, the physician reportedly touched the region of the av node with the sl-0 sheath, which likely caused a total atrioventricular (av) block for ca. 2 minutes. It was stimulated in the ventricle and after 2 minutes, the av block resolved itself to normal conduction. The procedure was completed successfully without consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.